Event description:
Event description boston scientific crm received information that this right ventricular lead displayed increased impedance and threshold measurements. The increased measurements were suspected to be due to damage resulting from clavicle/first rib entrapment. During the revision procedure, the lead was surgically abandoned. A new lead was attempted but became stuck on the wall in the lower atrium. The decision was made to surgically abandon this lead as well and a passive fixation model was successfully placed.